Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event and also experienced redness and lump at infusion set insertion site on (B)(6) 2025. The infusion set was in use for 1-2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.